Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On 02/19/2016, merge healthcare received information from an account regarding a database connection failure on the eye station. This resulted in a delay in diagnosis and treatment as patients had to be rescheduled. It was further reported that no patient harm occurred as a result of the delay. The issue was found to be related to the hard drive and was corrected for complete resolution. Reference complaint number (B)(4).